Manufacturer narrative:
Event took place in (B)(6); once investigations are finalized a follow up report will be sent into the agency.

Event description:
(B)(4). Tentative summarizing translation from user's narrative: after 3 days of continuous anaesthesia the catheter was removed. Upon removal the catheter and the inner coil got separated, coil had to be removed separately.

Manufacturer narrative:
Event took place in (B)(6); based on risk assessment and clinical evaluation file is considered as closed.

Event description:
(B)(4). Tentative summarizing translation from user's narrative: after 3 days of continuous anaesthesia the catheter was removed. Upon removal the catheter and the inner coil got separated, coil had to be removed separately.